Event description:
It was reported that the insulin pump had a broken clip slot. Nothing further reported.

Manufacturer narrative:
The device was received with scratched display window, cracked display window corner. The device also had cracked battery tube threads.